Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Date of event is unk. Customer reports set from ICU leaked at access port. User capped the leaking port. No pt harm was reported. Although requested, no additional info was available.